Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy, or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The reported audible dull sound was confirmation the needle and cuff did not engage resulting in the reported needle to cuff miss. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure of a patient with a body mass index (bmi) of 38. Reportedly, with the first prostyle, a dull sound was heard when the plunger was depressed. When the plunger was removed, the suture was not present. The suture of a new prostyle device was successfully pre-placed. Another prostyle was attempted in the 2 o'clock position, however, when the plunger was depressed, a dull sound was heard, resulting in a cuff miss [device needles not engaging with the cuffs]. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a large-bore, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.